Event description:
A bipap a40 device was sent to a third-party service center for evaluation. During evaluation of the device, the third-party service center visually inspected the device and found a burn mark on the top of the enclosure. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the bipap a40, the service technician visually inspected the device and found a burn mark on the top of the enclosure. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dirt/dust and tobacco contamination present. The device was scrapped by the service center after the evaluation was completed.